Event description:
Type of device: (if appropriate): whisperject auto injector reporter of product complaint: patient. Summary of product complaint: patient stated she tried to press the button several times on the whisperject, it appears to be stuck and not allowing her inject and won't release medication. It is unknown if patient missed a dose or experience any side effects. Date of occurrence: unk; was the product taken/administered? No. Can manufacturer call patient for follow up? Yes. Can manufacturer arrange for product pick up? Yes. The lot number and expiration date are unknown. Reported to (B)(6) by pt/caregiver.